Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that on (B)(6) 2022, a nurse in the ed had an exposure related to the new sharps containers. When the nurse went to put a sharp in the container, there was an old sharp that was hanging there and when it fell into the box, it splashed blood on her face, arm, chest and neck.

Manufacturer narrative:
A lot number was not available for review; however, a lot will not be released without meeting all criteria. No samples or pictures have been provided. Without samples or pictures, we are unable to observe the reported condition. If samples or pictures are received, the complaint may be re-opened and the investigation continued. An exact root cause could not be determined as there was not enough information or evidence available. Based on the information available and the investigation findings, additional actions are deemed unnecessary at this time. If additional information is received warranting further analysis, the investigation will be resumed this complaint will be used for tracking purposes.